Event description:
Pt's family members reported taht the pt was experiencing difficulty in getting sund from pump. Htey said that the pump has not made an audible sound with alarms since 2002. They did not think that it wa a problem. The educator advised them that they should have alarms. They were instructed to open the latch door. The pump did not make an audible alarm. There was a warning on screen.